Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited oversensed noise on the right ventricular (rv) channel which resulted in pacing inhibition. In addition, there was high pacing thresholds and undersensing observed. The existing rv lead was surgically abandoned and replaced, and this pacemaker remains in service. No additional adverse patient effects were reported.